Event description:
Additional information received 10jun2024: for this pr, the site has made some changes within the database. The adverse event and indication for secondary intervention have been changed from type 1b endoleak to type 2-originating from accessory vessels. Reference to a type 3 has been removed, and a query response confirmed there was no type 3 endoleak. The adverse event relationship questions have been updated to show the event was not related to the study device or procedure. Additional information received 13jun2024: the ae was changed from type 1b to type 2, with date of onset changed from (B)(6) 2023 to (B)(6) 2023. Vascular: endoleak. Location relative to study stent = distal. If endoleak, specify = type ib ¿ distal changed to type 2 ¿ originating from accessory vessels. Was this event considered to be related to the study device? = related changed to not related. If related, provide a detailed description of how study device caused or contributed to this event = defect of prothesis this has been deleted. Was the event considered to be related to the treated aortic disease? = not related. Was this event considered to be related to the study procedure? = related changed to not related.

Manufacturer narrative:
Manufacturer ref# (B)(4). Additional information received 10jun2024. The site has changed the adverse event and indication for secondary intervention from type 1b endoleak to type 2-originating from accessory vessels. Since type ii endoleak is not related to the device, but due to patient anatomy, event is no longer considered reportable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref (B)(4) g4) similar to device marketed under PMA/510(k) p140016 investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: from pre-procedure clinical assessment ( on (B)(6) 2023) primary indication for thoracic endovascular aortic repair: other if other, please specify: mycotic aneurysm aortic rupture?: yes if yes, please indicate if rupture was contained or free: contained. From pre-procedure imaging ( on (B)(6) 2023) days prior to procedure: 1 morphology - distal neck: thrombus=none, neck shape=parallel, tortuosity=none, occlusive disease=none, calcification=mild intended distal seal zone: zone 5 mid descending aorta to celiac length of distal sealing zone (mm): 49 diameter - distal neck: maximum (mm)=30, minimum (mm)=25. From procedure angiography, endoleaks is there evidence of endoleak(s) at the completion of procedure? = no from procedure angiography, device assessment is there evidence of device issue(s) at the completion of procedure? = no follow-up CT/MRI, device assessment (23aug2023) is there evidence of device issue(s)? = no from follow-up CT/MRI, endoleaks ( on (B)(6) 2023) is there evidence of endoleak(s)? = yes , type ib (distal) = yes was a new secondary intervention performed to treat the endoleak(s)? = yes from ae#1 - endoleak, type ib - distal ( on (B)(6) 2023) days post-procedure = 19 outcome = resolved (patient recovered/stabilized) without sequelae treatment(s) of event: coil embolization = yes, between aorta and prosthesis stent = yes, distal to zta with zteg was this event considered to be related to the study device? = related if related, provide a detailed description of how study device caused or contributed to this event = defect of prosthesis was the event considered to be related to the treated aortic disease? = not related was this event considered to be related to the study procedure? = related if related, provide a detailed description of how study procedure caused or contributed to this event = defect of prosthesis did the event occur due to a device deficiency? = yes if yes, describe deficiency = defect of prosthesis did the event lead to a serious deterioration in health that resulted in any of the following? = yes, in-patient hospitalization or prolongation of existing hospitalization from secondary intervention #1 ( on (B)(6) 2023) date of secondary intervention = on (B)(6) 2023 type of endoleaks: type 1b - distal, type iii - defect in graft fabric type of secondary intervention = endovacular if endovascular, indicate type(s) = coil embolization, stent additional information received 31may2024: the type 3 endoleak was not noted on the imaging at the 1-month follow-up visit. It was found during the secondary intervention. Patient outcome: outcome = resolved (patient recovered/stabilized) without sequelae.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: during a post market clinical follow-up (pmcf) study cook became aware of this event. The subject of the complaint is an 84-year-old female patient with mycotic aneurysm with a contained rupture underwent endovascular treatment with zta-p-34-209 on (B)(6)2023. During unscheduled visit (B)(6)2023 a type 3b endoleak was revealed on the CT (computer tomography). The patient presented with flank pain. On (B)(6)2023 the patient underwent a secondary procedure in form of zteg stent graft placement and coil embolization (reported between aorta and prothesis). The secondary intervention was considered successful. The event was considered to be related to the study device (device deficiency - graft porosity), treated aortic disease and study procedure. No imaging was provided for the investigation. Endoleak is listed as a potential adverse event in the IFU (instructions for use). Based on the provided information is has not been possible to establish the cause of the reported event. It is noted that zta device is used for treatment of mycotic aneurysm with a contained rupture which is outside intended use for this type of device. Zta devices are indicated for treatment of aneurysms or ulcers of the descending thoracic aorta. The safety and effectiveness of zta devices have not been evaluated in the patient populations with mycotic aneurysms and leaking, pending rupture or ruptured aneurysms. However, this is assessed not to have caused or contributed to the reported event. Additionally, it is noted that zta is used in combination with zteg. This is also outside intended use for zta. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event and patient outcome is updated in the following to reflect the latest additional information received 04nov2024 from the study site. Synopsis: at 31 days post-procedure, imaging revealed a type 3 endoleak. On (B)(6)2023, the patient was routinely treated for a contained rupture of mycotic aneurysm with placement of a zta-p-34-209. Procedure imaging showed no endoleaks or device issues. On (B)(6)2023, imaging revealed a type 3b (defect in graft fabric) endoleak of the study device. On (B)(6)2023 a secondary intervention was performed ¿coil embolization between the aorta and the prosthesis and placement of a distal zteg. The site noted the event as related to the device (graft porosity), the procedure (graft porosity), and the treated aortic disease. It was also noted as a device deficiency (graft porosity). Imaging on (B)(6)2023 showed no endoleak. Clinical assessment at a physician visit on (B)(6)2024 indicated no new medical problems or adverse events since hospitalization for si. Patient outcome: the secondary intervention was considered successful; the endoleak is noted as resolved without sequelae.